Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The complainant reported impella cp moved in aorta of patient of unknown age and gender, during CPR and transport to hospital. The pump was unable to be re-positioned and had to be explanted.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. The root cause of the positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.